Event description:
A customer reported a malfunction on a pump. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappeared, which the customer understood and acknowledged.